Manufacturer narrative:
Following confirmation of resolution, this event will be further updated and final reporting completed.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy due to system oversensing. The data was later reviewed by technical services (ts) and the physician, at which time it was reported that in one of the shocking sequences, therapy had been exhausted (five shocks delivered). Ts states the inappropriate therapies were likely due to an unfortunate combination of system noise and or, changes in morphology causing sensing issues, in conjunction with true arrhythmia's which although mostly were non-sustained, contributed to some over/under sensing. No resulting adverse patient effects have been reported. The field representative stated that the patient is likely to have an ablation procedure or at a minimum, a system evaluation; date unknown. No further information has been received and to date, the system remains electively deactivated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient returned in clinic for an exercise test and provocation. It was reported that the system was reprogrammed to minimize the future possibility of inappropriate shock therapy. No further intervention was required and to date this device remains implanted and in service, without additional complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Subsequently, this device was received for disposal. No information was received regarding a rationale for explant. Standard post explant analysis was conducted prior to archive.